Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Anterior resection can you describe the surgeon initial technique with stratafix symmetric tab? He started first pass on the intact tissue was there any anomaly or issue with the device/ fixation tab prior to use? No what was the condition of the fascia tissue where suture was used (normal, diseased, weakened)? N/a was the fixation tab intact when the suture was placed in the patient? Yes what is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? He suspected is the batch defect. Can you describe the appearance of the suture during the second procedure? N/a was the suture found broken, can you identify where (termination, middle, end)? Middle was the suture intact and tore through the tissue? Yes do you have the status of suture for evaluation? No. What is the current condition of the patient? Discharged home.

Event description:
It was reported that the patient underwent an anterior resection procedure on (B)(6) 2017 and the barbed suture was used to close midline fascia layer. During the closure, a surgeon started first pass on the intact tissue. Three days following the procedure, the wound opened up at the mid of the fascia closure after the patient coughed and the suture found broken in the middle. The patient underwent a re-operation on the same day to close the midline of fascia with other suture. Currently, the patient has been discharged home. The surgeon opined that it is possible the batch defect.

Manufacturer narrative:
Additional information: the representative sample was returned and examined for visual inspection. The suture was dispensed without problem and examined along of the strand and no defects were observed. According the sample condition, no suture breakage was observed and the sample met the fg requirements.